Manufacturer narrative:
Report claimed after pressing the switch control button to disengage the drive motor of the smartdrive, the unit reportedly continued to drive where the end-user impacted a table. No injuries were reported to have been sustained as a result. Permobil has issued an RMA to have the smartdrive device, and all controllers returned for evaluation in effort to identify a possible cause for the reported event. At this time, permobil has yet to receive the suspect device or controllers, therefore is unable to reach a determination as to possible root cause at this time. If any new information is received, a follow-up report will be submitted.

Event description:
Reports while sitting at a table in a restaurant, the smartdrive unit reportedly engaged a drive command without physical manipulation of the controller and claims being unable to stop the motor by pressing the switch control button, requiring a friend to turn the smartdrive off. No injuries occurred as a result.